Event description:
It was reported that the customer had unexplained low blood glucose. Paramedics were called to assist customer at home. The blood glucose reading at the time the paramedics arrived was unknown. Caller stated that the customer's insulin pump had button error alarm and the customer was connected to the insulin pump, removed the reservoir and using a writing pen customer delivered the insulin into the body. Caller stated that it was too much insulin and the customer was almost dead. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.